Event description:
It was reported that the asymptomatic patient presented for a regular follow up in clinic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The low frequency attenuation (lfa) filter had been programmed on and solved the problem. The patient was to continue with remote monitoring. The patient was stable before, during and after the event.